Manufacturer narrative:
Block a2: patient age was not given, however it was reported that the patient was over the age of 18. Block e1: initial reporters state/province: hunan province block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the shaft detached, the bladder pig tail strangle and the suture hole torn. The suture string, stabilizer did not return only the positioner returned in a good shape. No other problems with the device were noted. The reported event was confirmed. During manufacturing process the units are inspected to detect or avoid defects, here is no control in how devices are handled in the field. The stent returned with the positioner in a good shape. Additionally, outside the original pouch, it is evidence of the stent was manipulated. Therefore, the failures found (shaft detach, bladder pig tail strangle and the suture hole torn) is a issue that could have been generated by the user or due to the interacting of the device with the suture string during use and manipulation or excess of force applied during it use. The investigation concluded that adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened on april 19, 2021. During unpacking, it was noticed that the stent was detched into two pieces. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.

Manufacturer narrative:
Patient age was not given, however it was reported that the patient was over the age of 18. (B)(4). Initial reporters state/province: (B)(6). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened on april 19, 2021. During unpacking, it was noticed that the stent was detched into two pieces. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.